Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia with blood glucose level 500 mg/dl. Customer declined troubleshooting for the causes of high blood glucose. Customer reports the symptoms related to their high blood glucose such as nausea and gastro perishes. Customer states they notice insulin pump did not had power, did not get the battery low alarm, customer was trying to connect a new sensor and the light stopped blinking of transmitter. The device will not be returned for analysis.